Event description:
It was reported that the device charger would not maintain a connection and the pump would not charge despite trying different wall outlets. Symptoms included no adverse clinical effects and blood glucose levels remained unaffected. Outcomes included replacement of the charging kit via overnight shipment. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an apparent charging cable or connector malfunction. It was concluded that the event was related to charger hardware performance, with no patient harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.